Manufacturer narrative:
The reported field event of unexpected reset was confirmed in the lab. The device went to backup vvi mode due to a power-on-reset (por). Review of the data stored in the device image showed the last battery voltage and current measurements to be on (B)(6) 2018, almost 3 years before backup vvi event and explant. Further analysis indicated that the device had entered into backup vvi mode back in july of 2019 and the product code was restored. All the data stored in the memory is expected to be erased after device¿s product code is reloaded. However, no indication of such event was found in the device image from (B)(6) 2021. This data discrepancy was consistent with the corrupted firmware. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested, and no anomaly was detected. The cause of the reset was determined to be due to a corrupted firmware.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with a vibratory alert delivered by the implantable cardioverter defibrillator. Upon interrogation the device was discovered to be in backup operation due to hardware reset. The patient was scheduled for replacement and the device was successfully explanted. The patient was in stable condition.